Event description:
The customer alleged there was an electrical smell and smoke coming from the power supply of their integra 400 plus analyzer. The customer stated there was no actual fire coming from the analyzer. The defective power supply was replaced. Quality control was successfully performed and the analyzer was performing to specifications. The customer confirmed that no one was hurt or injured by this event.

Manufacturer narrative:
This event occurred in (B)(6).

Manufacturer narrative:
A definitive root cause could not be determined. The defective power supply was returned for investigation. Inspection of the power supply confirmed it was likely the issue was caused by insufficient cooling or an unexpected failure of an electrical component. There was no imminent danger of fire related to the power supply failure. All parts and plastics are ul rated accordingly.